Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 1 of 5 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the spike was loose in the supply bag. The home patient (hp) stated that he must not have pushed the spike in the supply bag all the way and that's why the spike popped out. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The spike came out of the bag and the home patient (hp) was receiving an alarm. The hp stated that he must not have pushed the spike in the supply bag all the way and that's why the spike popped out. The technical service representative (tsr) assisted the hp to cycle the power twice to clear the alarm and remove the set. The tsr assisted the hp to start over with all new supplies and explained the proper setup procedures with the hp. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded.